Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed or duplicated. The root cause was unable to be determined.

Event description:
It was reported that the device detects low water level even is fully filled. There was no patient involvement.